Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: ref: (B)(4) lot: 2412018. The syringe exploded on aspiration on its distal part. Consequence: iodine sprayed on the operators and loss of sterility of a piece of equipment. Precautionary measures and actions taken: medical device available for expert appraisal. Was the device being used on the patient when the problem occurred? No, the syringe exploded on suction on its distal part. Has the patient or user been harmed? Splashing iodine on operators and desterilizing equipment. Were the nursing staff present when the problem occurred? Yes. Was additional medical/drug intervention necessary? Syringe change. Could you specify the date of the event? 12/02/2025.

Manufacturer narrative:
Pr (B)(6) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the incorrect event date was initially reported. Section b updated to reflect correct event date. Device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the top of the syringe is broken off, verifying the reported incident. A device history review was performed for the reported lot 2412018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the reported lot were used for additional evaluation. The product was visually inspected, all parts were correctly molded and no damage or other defects were observed in the syringe barrels. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were identified during manufacturing. Based on the available information we cannot identify a definitive root cause at this time. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information